Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). The device was returned to livanova deutschland for further investigation. The device was tested intensively without a malfunction. The device worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm displayed an error message during procedure. There was no report of patient injury.